Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned detached from sds. The stent was damaged the entire length with stent struts stretched. The maximum stent profile at the time of manufacture for the returned device was measured which is within the maximum crimped stent profile measurement. An examination of the balloon found that the balloon had been inflated and the balloon wings were not tightly refolded. There was dried contrast media present inside the balloon chamber. It is noted that if positive pressure was applied to the balloon, this in turn would compromise the stent securement and possibly result in the stent deploying from the balloon. A visual examination of the bumper tip showed signs of damage at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left circumflex artery (lcx). A 3.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.